Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient received an implant on (B)(6) 2020 and revised on (B)(6) 2020 due to implant fracture and the ncb plate was explanted. The patient had already a ncb plate implanted which was revised after a fall (this revision is covered under complaint (B)(4). Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: - due diligence: further due diligence to support the conclusion was completed and documented in diligence logs. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient received an implant on (B)(6) 2020 and revised on (B)(6) 2020 due to implant fracture and the ncb plate was explanted. The patient had already a ncb plate implanted which was revised after a fall, that revision is covered under (B)(4). Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore, the condition of the component is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.